Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include blood loss, bleeding, hematoma and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Gore received an email from FDA regarding a voluntary medwatch received from a reporter who wished to remain anonymous. The medwatch stated: "(B)(6) received information that during the implant of a (B)(6) transcatheter bioprosthetic valve. There was difficulty to pass the 18fr dryseal sheath. The right external iliac artery ruptured. Bleeding occurred which required 8 units transfused intraoperatively and a stent placement. Ultimately an artificial artery bypass was also required. As reported, the cause of injury was the sheath. Hospitalization was required. The event was reported as resolved 7 days later. No additional adverse patient effects were reported."